Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a neuro tissue ablation procedure, the heating pattern on the ablation system did not appear as intended. It was reported that the disposables were checked and found to be fine. There was a reported delay to the procedure of half an hour due to this issue. A post-operative image acquisition found that the ablation was successful. There was no impact on patient outcome. No additional information was provided.